Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an (B)(6) physician and concerns a patient who was injected with radiesse on an unknown date, reported as a few years ago. After the treatment with radiesse, the patient experienced a build up of fibrous tissue over time. The fibrous tissue had to be removed. According to the physician, the type of collagen that radiesse stimulated was fibrous collagen. The outcome of the event was reported as unknown.